Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. The analysis revealed that the lead body was found squeezed and damaged 14cm distal to the is-1 connector pin. In this region the inner insulation was found ruptured, which is assumed to be the root cause of the observed exit block. Based on the characteristics of the above mentioned damages, it is reasonable to assume that it resulted from a tight suture sleeve. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported on the same day of the implantation procedure, that the lead showed loss of capture. The lead was exchanged.